Manufacturer narrative:
H3: product analysis of the echelon-10 micro catheter found no damages or irregularities with the echelon-10 catheter hub. No damages or irregularities were found with the micro catheter body. The distal tip and marker band was partially separated from the catheter and kinked. The catheter appears to be shaped. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~152.8cm and the useable length was measured to be ~ 145.1cm, which is within specification (specification: total (ref) = 152cm; usable = 144m ± 1.5cm). The catheter was flushed, and water was observed to exit the partial separation. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter crushed¿ was confirmed. The customer reported finding the damages after steam shaped prior to finding the damages. It is possible the damages occurred due to holding the catheter less than 1 cm from the steam source, by holding device to the source for over 30 seconds, or by removing the mandrel prior to allowing the catheter tip to cool. Customer reported catheter was about 3cm from the steam source and device was ¿steam fumigated for about 40 seconds¿. It is possible the reported long steam shaping session contributed to the reported failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the tip end of the echelon was steam fumigated, it was broken. It was reported the catheter was crushed in the distal section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. It was noted the patient's vessel tortuosity was normal. No patient symptoms or further complications were reported as a result of this event. Additional information received that the aneurysm was located in the ophthalmic artery. The catheter was about 3 cm away from the steam port. The catheter was steam fumigated for about 40s. Additional information was received. It was reported that the procedure being performed was coil embolization.